Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an error codes 31 and 17, software malfunction and invalid alarm number, voltage detected without activation. There was no patient involved.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found the most probable cause of the reported event to be control board and footswitch board. The control board and footswitch board were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.